Manufacturer narrative:
Height adjustment rack.

Event description:
It was reported by service report that the cot will not fully extend. The height adjustment racks are bowed/bent. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.